Event description:
Reference importer # (B)(4).

Manufacturer narrative:
They stated that several departments have expanded from the initial install. Also, several parts of the antenna system have been altered or disconnected entirely from other departments. Telemetry performance has been marginal at best in the telemetry department, poor or disconnected entirely from other departments. Awaiting requested device for repair and failure investigation.